Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, it was reported that during initial implantation surgeon performed on (B)(6) 2017, the surgeon experienced complications during insertion. The surgeon reportedly experienced resistance whilst withdrawing the sheath from the cochleostomy, and as a result, the intra-cochlea portion of the sheath allegedly became detached, lodging within the cochlea. Subsequently, the surgeon removed both the implant and the sheath material. The patient was successfully implanted with the back-up cochlear device with no other complications reported. There is no report of patient injury associated with this event.